Event description:
It was reported that during a laparoscopic colectomy procedure, the surgeon was using the trocar as the working port, the trocar has an unpredictable air leak (when empty or with instrument). Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 241 mg/dl and 96 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. Reporter was not sure whether or not he got a good drop of blood onto the strips. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.